Event description:
Per dme-gm order# (B)(4). Pt fell out of bed. Per notes, no one never came to fix/replace the bed the other day like the patient's caregiver was told now because of that the patient fell and the caregiver had to contact the fire department to help get the patient up and back in bed. Patient's caregiver very unhappy and needs the bed issue fixed immediately. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).